Event description:
It was reported that during a pci procedure, the maverick otw balloon ruptured. The 90% stenosed lesion was located in the calcified and tortuous left circumflex (lcx) coronary artery. Another MFR's stent was deployed without incident. The physician "tried to approach the balloon at the posterolateral artery, but it was ruptured at 10 atms". The total number of inflations and to what atms is unk. The procedure was successfully completed with a 2.0mm x 20mm maverick otw balloon catheter. No patient injuries or complications were reported. Pt status is reported as "good".